Event description:
It was reported the pt has experienced heating at her scs ipg site since implant. The pt stated the heating occurs when the stimulation is started, and dissipates within 5-10 minutes after the stimulation is stopped. The pt reported she has effective stimulation therapy, but has avoided using her scs system because of the heating. A sjm representative met with the pt and was unsuccessful in resolving the issue with reprogramming. Following on (B)(6) 2014, identified the pt's entire scs system was explanted and replaced on (B)(6) 2014. The issue is reportedly resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.